Event description:
The facility representative reported a colleague infusion pump with an 810:11 alarm. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with an 810:11 alarm was confirmed as it was found in the pump's event history, but the alarm was not duplicated during product evaluation. No assignable cause could be provided for this condition and no repair was necessary. Should additional information become available, a follow-up medwatch will be submitted.